Event description:
It was reported that the user experienced nocturnal low glucose without perceiving ilet alerts, alarm history review showed alerts had occurred, and the user had not heard them until after the event. Symptoms included hypoglycemia. Outcomes included recovery with glucose back in range and no hospitalization. Investigation included telephone-based troubleshooting and user education to verify alarm history and adjust device and phone settings. Investigation of this case revealed that the device issued alarms as designed and that the user¿s phone volume and lack of my circle setup likely reduced audibility; the user was advised to maximize volume and to add herself to my circle for louder alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user notification settings or awareness rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.